Event description:
Receiving erratic readings. In blood glucose tests, customer received readings of 56 mg/dl, 88 mg/dl, 196 mg/dl, and 288 mg/dl within 10 minutes. All tests were performed on the finger. There was no report of death serious injury or mistreatment associated with this event.